Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Patient impact is unknown. Additional information has been requested.

Event description:
Additional info provided indicates there was no pt impact/injury associated with this report. The surgeon was learning how to use the delivery system. The intraocular lens that was stuck in the cartridge never came in contact with the pt.